Manufacturer narrative:
One device was received for evaluation. Visual inspection found contamination in the downstream occlusion sensor area. The event history log revealed downstream occlusion alarms. Functional testing was unable to duplicate the reported problem. The downstream occlusion sensor was replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device is not powering on. The event occurred before infusion, and it did not complete the test. There was no patient involvement. Device evaluation found contamination on the downstream occlusion sensor.